Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system, multiple cubie pockets were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had read, write, cubie memory errors. A field service engineer encountered an issue with one of the cubies that was broken and would not close. After shutting down the machine, inspected the internal components and discovered that both retractor bands for drawer 5 were damaged and showed black marks. Then proceeded to replace both retractor bands and reseated the row board cables at the drawer board to ensure proper connectivity. Once the repairs were completed and the machine was reassembled, we rebooted the system. The cubies successfully recovered, and user was able to reload the medications without any further issues. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the multiple cubie pockets were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.